Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with inappropriate anti-tachycardia pacing. Upon review, the implantable cardioverter defibrillator had delivered high voltage therapy for supraventricular tachycardia with rapid ventricular response. No device intervention was performed and the patient was prescribed medication to reduce the frequency of the arrhythmia. The patient experienced no adverse consequences after the return to sinus.